Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device breakage ('broke off in pieces'), device dislocation ('essure had migrated') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. C51079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis and depression. Concurrent conditions included uterine pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), pelvic pain ("pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, device dislocation, genital haemorrhage, urinary tract disorder, pelvic pain and dyspareunia outcome was unknown. The reporter considered device breakage, device dislocation, dyspareunia, genital haemorrhage, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device breakage ('broke off in pieces'), device dislocation ('essure had migrated') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. C51079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis and depression. Concurrent conditions included uterine pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), pelvic pain ("pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, device dislocation, genital haemorrhage, urinary tract disorder, pelvic pain and dyspareunia outcome was unknown. The reporter considered device breakage, device dislocation, dyspareunia, genital haemorrhage, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.